Event description:
It was reported that during a hip procedure the system gave inaccurate values. No procedural delays or adverse consequences were reported with this event.

Manufacturer narrative:
The reported event of accuracy issues was not duplicated and could not be confirmed. No device failures were found and there is no indication that the software did not perform as intended. It appears the user was not familiar with the functionalities of the software and was not aware that it is possible to switch between anatomical and functional planes during cup navigation.

Event description:
It was reported that during a hip procedure the system gave inaccurate values. No procedural delays or adverse consequences were reported with this event.

Event description:
It was reported that during a hip procedure the system gave inaccurate values. No procedural delays or adverse consequences were reported with this event.